Manufacturer narrative:
The lot complaint history and device history record (DHR) were not reviewed as no lot information was available for this complaint. The sample was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. If a sample is returned at a later date, the investigation will be reopened and the sample will be evaluated. The root cause of the customer's complaint could not be established as a sample has not been received. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. After an investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned and no root cause could be established. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a patient developed endophthalmitis of the left eye with complete loss of vision and severe eye pain two days following a vitrectomy procedure for fibrosis in the macular zone. The same day, the patient underwent a revision of the vitreous cavity, lensectomy with an intraocular lens (iol) with suturing and tamponade with silicone oil for endophthalmitis. Four days after the initial procedure, the patient was admitted to a hospital with exudates/cellular suspension in the anterior chamber, corneal edema, and corneal injection. Surgical treatments were performed with intensive anti-inflammatory and antibacterial therapy. Six days after the initial procedure, rinsing of the anterior chamber was performed. Seven days after the initial procedure, revision of the vitreous cavity with removal of silicone oil, epiretinal exudate with tamponade of the vitreous cavity of perfluoroorganic compounds (pfos) with intravitreal administration of antibiotics was performed. Eighteen days after the initial procedure, revision of the vitreous cavity with removal of pfos and tamponade of the vitreous cavity with silicone oil was performed. Twenty-three days after the initial procedure, the patient was discharged in satisfactory condition. Thirty-six to forty-three days after the initial procedure, a conservative treatment of optic nerve atrophy was carried out without positive dynamics.